Event description:
Reporter recently started using focus daily disposable lenses. After 21 years of successful contact lens use, reporter has had severe problems with these lenses. Twice the contact split while on their eye and in 2003 had to be removed by an ER physician. Reporter has never had a contact even rip on them and has used daily disposables for years and now 2 times in 6 weeks these contacts have caused pain, redness and now, scratches to their eye.